Event description:
The customer reported via phone call that the insulin pump stopped working. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was 350 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a missing end cap sticker and a missing address and serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.